Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the ventricular assist device (vad) disconnect alarm occurred on the back up controller and was the result of an error by the team during setup value change.

Event description:
It was reported that the controller exhibited a loss of power due to patient confusion double disconnected the power sources. Additionally, upon reviewing the log file, 1 vad disconnect alarm was logged in a second controller. The controllers remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date: 31-dec-2022/ serial (B)(6) UDI (B)(4) (B)(6) . D9: no h3: no h4: mfg date: 24-jun-2020 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two (2) controllers (B)(6) were not returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing issue. Log file analysis revealed that (B)(6) was the patient's primary controller in use during the reported event. Review of the controller log files associated with (B)(6) revealed a controller power-up event, with an associated motor start event, logged on 24/may/2024 at 10:12:52, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 67% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 97% rsoc. The data point recorded after the loss of power revealed that no power source was connected to power port one (1) and a power adapter was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for ten (10) seconds. Review of the controller log files associated with con417452 revealed two (2) controller power-up events, without an associated motor start event, logged on 28/may/2024 at 09:38:21 and 09:39:05. A vad disconnect alarm was logged on 28/may/2024 at 09:38:27, indicating that the controller was powered up without the driveline connected. Review of the event log file revealed that, prior to the power-up events, the controller last had power on 10/may/2023. Following the power-up events, the vad speed and power limit were set, indicating the power-up events occurred during the programming of the backup controller. An additional controller power-up event, without an associated motor start event, was logged on 10/jun/2024. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported vad disconnect alarm and controller power-up events on (B)(6) can be attributed to the programming of the patient's backup controller. The most likely root cause of the reported loss of power on (B)(6) can be attributed to the double disconnection of both power sources as described in the event details. CAPA pr00551638 is in vestigating controller losses of power. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.